Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and replicated the reported event. The nonconforming host module was replaced to resolve the issue. The company service representative calibrated the touch screen. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming host module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., h.3., and h.10. The host module was received and the host module evaluation, found a nonconforming central processing unit (cpu) printed circuit board (pcb) assembly. The root cause of the reported event can be attributed to a nonconforming central processing unit (cpu) printed circuit board (pcb) assembly in the host module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the equipment locked. There was no system advisory. The system was switched out to complete the case, following a 50 minute delay. There was no patient harm.